Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. The issue caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl, although the specific value was unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump and did not require third-party assistance. The technical support team decided to replace the pump as a resolution. The customer was advised to use multi-dose injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was not using the most up-to-date pump software, so they would receive a replacement pump with updated software. Instructions for returning the faulty pump and steps for setting up the new pump were communicated, and the customer acknowledged these directions.